Event description:
Consumer reported intermittent out of range. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The complaint of intermittent antenna icon could not be confirmed. Additionally, the receiver (str-gl-pnk/(B)(4)), that was being used with the transmitter during the reported event was returned. Evaluation of the returned receiver and review of the downloaded data log confirmed the reported event. The root cause was determined to be a hardware component failure.